Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. The customer loaded a new cartridge to resume insulin therapy however the cartridge alarm recurred.the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.